Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom teeth feel lose. Patient provided mobility video that shows mobility is present on #24 and #23. Advised patient to hold in a comfortable fitting aligner for a temporary rest period due to the mobility. Requested patient to follow up with mobility video/photos. Hh tips were also provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.